Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels of 26 mmol/l and possible under delivery anomaly and possible occlusion on the reservoir. The customer reported that he had problems with insulin pump as he was constantly running high. The customer reported that he switched to animas pump as a backup. The customer stated that the last blood glucose level was 8.1 mmol/l and went through the programming and everything was fine. Troubleshooting was performed. The insulin pump did not pass the high pressure test both times and had an absence of no delivery alarm. The displacement test was ran, the insulin pump alarmed no reservoir. The customer was advised to return the insulin pump. Infusion set is not expected to return for analysis.